Event description:
The customer reported that the 840 ventilator stopped cycling. There was no pt involvement. Covidien tech support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported to have replaced the flow sensor. The ventilator passed all testing. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).